Manufacturer narrative:
Report source foreign : (B)(6). Delay in procedure, more than 60 minutes. Intervention required: revision surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp via manufacturing representative. Pre-op diagnosis: cross-link was confirmed in the judgment of solid fusion, it was decided to remove the implant. Patient achieved solid fusion. Levels implanted: c4-7. It was reported that the event occurred because the person in charge of the facility(B)(4) did not check the operation history that implant remained. The removal equipment was shipped from (B)(4) loaner, and sterilized at high speed and removal was performed. Surgery was delayed more than 60 min. Update (B)(6) 2020 -->the cause of the event was that the sales rep did not confirm the initial operation date with the physician. The patient's name was informed to the distributor by the physician. Based on the name, the anterior cervical plate system "venture" corresponded to the history of the distributor, and the distributor contacted the sales rep. Therefore, a "venture" was prepared as a removal device, but the implant that was actually in the patient¿s body was "zevo", and it could not be removed so it had to bring in the "zevo" device again and remove it. Update (B)(6) 2020; this was the revision surgery which was performed on (B)(6) 2020. After bone union was checked to be achieved, as it was requested by the patient, removal was performed.